Event description:
It was reported that the patient received shocks but there was low or no energy delivered. The physician suspected that there was an issue with the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the ventricular tachyarrhythmia therapy energy was insufficient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.